Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.

Event description:
Customer received result of 331 mg/dl on the mobile system and a result of 136 mg/dl on the compact plus system within 10 minutes. On a different date, the customer received result of 289 mg/dl on the mobile system and a result of 146 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer did not return the test cassette; replacement was sent.